Event description:
The customer reported a horizontal stripe noise in the image that runs across the entire monitor during reprocessing involving an olympus monitor. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.